Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was observed via remote transmission. Review of the egm revealed crosstalk and a drop in rv sensing. Programming changes were recommended.